Event description:
It was reported that there was a crack on the white clamp line of the homechoice automated set with cassette which resulted in a leak. There was puddle of fluid on the floor. This occurred during initial drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted damage to the cassette and cuts in the supply lines, patient line, and drain line. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the cassette, supply lines, patient line and drain line. The reported condition was verified. The direct cause was determined to be manufacturing related caused by the flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.